Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated bacterial vaginosis.

Manufacturer narrative:
This follow-up MDR is created to document that 2125050-2016-00110 is a duplicate of 2125050-2016-00087. Please refer to 2125050-2016-00087 for this event. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted under 2125050-2016-00087.